Manufacturer narrative:
Device returned by manufacturer: product analysis found that the hypotube was broken 78cm distally from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The returned catheter was visually and tactilely examined along the entire shaft length and found a kink at the midshaft 108cm distally from the strain relief. The distal end of the sds was inspected under magnification and found no damage to the stent or distal tip. Contrast was visible in the guide wire lumen of the device which is consistent with the device being prepped for procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure, a shaft break occurred. Access was obtained from the right femoral artery. The lesion length was 14mm and diameter was 2.50mm. The 90% stenosed and de novo lesion being treated was located in the mid left anterior descending (lad). The 2.25x16mm express2 stent delivery system (sds) shaft broke outside the guide before entering the patient. The physician was able to retrieve both pieces of the shaft with his hands. The procedure was completed with a different device. There were no patient complications and the patient condition was listed as "stable".

Event description:
It was reported that during a coronary stenting treatment procedure, a shaft break occurred. Access was obtained from the right femoral artery. The lesion length was 14mm and diameter was 2.50mm. The 90% stenosed and de novo lesion being treated was located in the mid left anterior descending (lad). The 2.25x16mm express2 stent delivery system (sds) shaft broke outside the guide before entering the patient. The physician was able to retrieve both pieces of the shaft with his hands. The procedure was completed with a different device. There were no patient complications and the patient condition was listed as "stable".